Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), explanted: (B)(6) 2016, product type: pump. (B)(4). Only concomitant product was returned, not this catheter.

Event description:
Information was received from a healthcare provider and a manufacturer representative, as well as with returned product paperwork, regarding a pump system being used to deliver gablofen at unknown concentration and a dose of 100 micrograms per day (mcg/day). The indications for use were intractable spasticity and cerebral palsy. There were higher than expected reservoir volumes. A catheter access port (cap) procedure revealed no cerebrospinal fluid (csf) flow. No rotor study was performed. The event date was noted as (B)(6) 2016 and the event occurred during normal use during the life of the implanted device. Surgery was done to resolve the issue and the issue was resolved at the time of the report. It was noted that since the distal portion was flowing, the catheter was partially explanted and a new proximal segment was put in. There was an occlusion and the catheter was kinked in the back. The pump and catheter were revised on (B)(6) 2016. It was noted that the kink was "snipped out" and good csf flow was obtained. The patient's medical history was unable to be obtained. The patient status at the time of the report was "alive - no injury." It was unknown if there was a loss of therapy and it was noted that no injury occurred. A supplemental report will be submitted if additional information is obtained.